Event description:
It was reported that during a ptca procedure, the guide wire was used with another co's balloon catheter. After the procedure, the pt suffered from ischaemia and elevated "ck" levels. During an examination of the pt, part of the radiopaque distal tip (about 3cm) of the guide wire was found in the small septal branch of the artery. The separated guide wire tip was not noticed during the ptca procedure. There were no attempts to retrieve the separated tip from the pt, nor did they intend to have the tip fragment removed surgically. Reportedly, the pt is in stable condition.